Manufacturer narrative:
The insulin pump was received with intermittent button response due to corrodedkeypad traces. No frozen display noted. Unit passed error test and no unexpected restart error alarm noted. Device had cracked display window corner, cracked lcd window, cracked reservoir tube lip and missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 197 mg/dl. Troubleshooting was performed. The device was returned for analysis.